Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. However, the aneurysm is currently 8.2mm in diameter. During follow up a CT noted that both iliac limbs needed to be extended to the hypo gastric due to a type ib endoelak. The cause per the physician's statement is due to the aorta reconforming. No clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).